Event description:
It was reported that about a half month after a bowel resection and anastomosis operation, the pacing system had intermittent capture. It was noted that during the prior surgery programming changes had not been done and high frequency electrocautery was used. Reprogramming was done and the system appeared to be functioning normally. But when an electrocardiogram and holter monitor were performed, the pacing system had non-capture detected while the patient had syncope. It was questioned if the device or lead had a pacing issue. During the system replacement procedure, the lead helix was damaged by stress because of difficulty pulling the lead out and the helix was left in the patient¿s myocardium. The device was explanted and replaced. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the helix of the lead became extrinsically fractured due to pulling/stretching/overstress, the outer insulation of the lead was extrinsically breached due to a tear and visual summary analysis of the lead indicated apparent explant damage. Res01 implantable pulse generator 2012 (B)(6). (B)(4).